Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display after swimming and wearing the pump. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that battery cap was intact the insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. After further inspection of the unit's interior, there were traces of corrosion and even mold on the battery connectors, and on the connector between electrical board and electrical board. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.